Event description:
It was reported that the pulse generator exhibited intermittent undersensing. The device sensisitivity was increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).